Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3720/7409329, tgt4020/7368988). Pre-operatively the aneurysm measured 62 mm. On (B)(6) 2010, it was reported that the paraplegia was found. Subsequent follow-up examinations showed that the paraplegia remained. The physician decided to monitor the patient. No additional adverse events were reported. No further information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.